Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if remedial treatment was provided for the event of peritonitis as well as whether the event of peritonitis had resolved. It was unknown if dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to dianeal or extraneal therapies.